Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of error message (sf74), however, performance testing could not reproduce the device fault. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to a transient software issue. The evaluation also determined that the device self test failure was due to a defective flow sensor within the pneumatic block. The device software was upgraded and the flow sensor was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to pass its internal self test and also displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.